Event description:
Same case as manufacturer's report # 6000093-2006-00040. Tap - it was reported that 130 days after implantation of a 3.50x12mm and a 3.50x8mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a 100%-occluding, acute, thrombosis at the proximal edge of a previously placed stent was located in the circumflex (cv) artery. The physician reported difficulty crossing the organized thrombus with multiple guidewire including choice, whisper, and grand slam. The lesion was predilated using a 2.5x9 mm and a 3.0x15 mm mavreick balloon. Subsequently, an export catheter wsa used to perform an aspiration thrombectomy which "did not reduce throbus burden significantly." Next, an angiojet thrombectomy was performed followed by the deployment of a 3.5x12 mm taxus stent in the proximal circumflex and a 3.5x8 mm taxus stent in the mid circumflex. During the procedure, a small av groove branch was reported "lost." A post-intervention stenosis os 0% and timi 3 flow was reported. The patient medicated with heparin and reopro and was placed on plavix bid for 2-4 weeks post procedure. No information was reported on patient complications. The patient presented 130 days after the initial procedure with a 100% in-stent restenosis in the lcx. Following ptca, a 3.5x28 mm taxus stent was deployed in the previously placed 3.5x12 mm and 3.5x8 mm taxus stent. A post-intervention stenosis of 0% was reported. The patient was reported to have tolerated the procedure "well."